Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided complete pump reset information and guided them through the pump reset process. After the reset, the cgm error code did not appear again, and the customer successfully started their sensor session.